Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) e1 - phone number: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported no picture involving an olympus colonovideoscope during preparation for use. There was no patient injury reported.